Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this complaint is a duplicate and all relevant information was provided on (B)(4) which was submitted on time on 01/20/2022.

Manufacturer narrative:
(B)(4). Was reported in error. Please disregard initial reporting of this event as this complaint is a duplicate of (B)(4) which was submitted on time on 01/20/2022.

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volts. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).